Manufacturer narrative:
B5. Describe event ¿ correction ¿ inadvertently did not include information on initial MDR submitted. D1. Brand name ¿ correction ¿ inadvertently did not include information on initial MDR submitted. D2. Type of device ¿ lead ¿ correction ¿ inadvertently did not include information on initial MDR submitted. D4. Model/serial number/ lot/ expiration date ¿ correction ¿ inadvertently did not include information on initial MDR submitted. F10. Adverse event problem/ component code ¿ correction ¿ inadvertently did not include information on initial MDR submitted. H4. Device manufacture date ¿ correction ¿ inadvertently did not include information on initial MDR submitted.

Event description:
The original implant was replaced due to battery depletion. The lead was replaced due to the paresthesia in the left shoulder/arm which is why the surgeon decided to implant the lead on the right vagus nerve. No additional relevant information has been received to date.

Event description:
An implant card was received in which the reason for replacement was not provided. During follow-up, it was stated that the patient had the lead placed on the right vagus nerve due to paresthesia the patient had reported was radiating down their arm. No additional relevant information has been received to date. No explanted products have been received to date.